Event description:
Per the clinic, the patient experienced an infection at the magnet site and subsequently was treated with IV antibiotics (date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.